Manufacturer narrative:
This complaint is a duplicate of MFR. Report # 2023826-2023-01469. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a toric icl implantable collamer lens into the patient`s left eye (os). The patient experienced a refractive surprise and the lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Claim # (B)(4).